Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery of a spectrum pump was depleted. The problem occurred during testing in biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom, battery depleted, was verified. The evaluator found the power cord unable to properly charge the batter. The cause was a failed power cord and the power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.